Event description:
During placement of a palmaz stent into right renal artery, the stent deployed on its own and came off balloon. The radiologist retrieved the stent and removed it from pt. A second palmaz stent was attempted and again the stent deployed on its own. The second stent was removed intact. A symphony stent was then successfully placed in the right renal artery. Pt suffered no untoward effects.